Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified artery below the knee. A 3.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation and was initially inflated at 20 atmospheres. However, on the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).